Manufacturer narrative:
The reported sensor (B)(6) and reader (B)(6) have been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on sensor patch. Performed a visual inspection on the returned reader and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with the returned reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was observed after testing. Sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor and signal loss message was displayed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The DHR for the libre reader indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An an alarm issue was reported with the abbott diabetes care (adc). A customer reported encountered a signal loss and the adc device failed to alert the customer when their glucose level dropped to "40 mg/dl". As a result, the customer became incoherent and "didn't know what was going on". The customer was unable to self-treat and was provided "cake icing" by their spouse for treatment. The paramedics were then called however, no treatment was provided. There was no report of death or permanent impairment associated with this event.